Event description:
It was reported that during a replacement procedure the patient experienced a pneumothorax. The right ventricular (rv) lead was being replaced due to thresholds and impedances that had risen over time eventually to high. The lead was capped and replaced. No further patient complications have been reported as a result of this event.